Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump passed the self test, unexpected restart alarm error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There were no unexpected restart alarm alarms noted. The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with a cracked case at the display window corners.

Event description:
The customer reported via phone call that she was trying to give herself insulin and the pump stopped working. Customer put a battery in the pump and received an unexpected restart alarm and a button error alarm. Customer's blood glucose was 375 mg/dl at the time of the incident. Customer stated that her blood glucose was 535 mg/dl and she corrected with manual injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer could not troubleshoot for the unexpected restart alarm because none of the buttons were working.